Event description:
The nurse inserted the peripheral intravenous catheter (piv) into the pt and the rn then removed the sylet. The stylet is a safety stylet that when removed from the catheter should cover the end of the needle to prevent needle sticks. The rn did not see the tip of the needle get covered. The safety device on the end of the used IV needle malfunctioned and when the rn picked it up to place it in the sharps bin, she was stuck in her left index finger. All appropriate staff follow up was completed.